Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product found the sterile packaging seal has a crease/fold mark that runs along the width of the seal. The packaging has not lost its' vacuum seal, therefore, the sterility has not been breached. Device history record was reviewed and no discrepancies were found. The likely condition of the device when it left zimmer biomet is non-conforming to specification. The root cause of the reported event is likely attributed to the operator not following instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign: event occurred in (B)(6). The product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that the incoming inspection team member found a lot of scratches on the sterile package. No patient involvement.